Event description:
One jaw of a grasping instrument broke off in a laparoscopic cholecystectomy case. The surgeon was grasping the gall bladder at the time. The metal piece was retrieved from the abdomen with no pt problem occurring.